Event description:
It was reported that post a stenting treatment procedure, a stent dislodgement was identified. The 5.0x15mm lesion being treated contained a 45 degree bend at the ostium and was located in the non-tortuous proximal superior mesenteric artery (sma). The physician attempted to place a 5.0x15x90 express sd stent however, the catheter kinked while attempting to cross the lesion. The physician attempted to place another 5.0x15x90 express sd stent which also kinked. The vessel was then predilated with 4.0x20mm sterling balloon. The physician aborted the case. No patient complications were reported and the patient's status is okay. Five days post the initial procedure, the physician attempted to reach the lesion using a radial approach. During the procedure, the physician identified one of the stents used during the previous procedure had dislodged. The physician was unable to determine when the stent dislodgement occurred during the initial procedure. No intervention has been performed. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that post a stenting treatment procedure, a stent dislodgement was identified the 5.0x15mm lesion being treated contained a 45 degree bend at the ostium and was located in the non-tortuous proximal superior mesenteric artery (sma). The physician attempted to place a 5.0x15x90 express sd stent however, the catheter kinked while attempting to cross the lesion. The physician attempted to place another. 5.0x15x90 express sd stent which also kinked. The vessel was then predilated with 4.0x20mm sterling balloon. The physician aborted the case. No patient complications were reported and the patient's status is okay. Five days post the initial procedure, the physician attempted to reach the lesion using a radial approach. During the procedure the physician identified one of the stents used during the previous procedure had dislodged. The physician was unable to determine when the stent dislodgement occurred during the initial procedure. No intervention has been performed. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - the returned product consisted of an express sd stent delivery system (sds) with no stent. There was contrast in the inflation lumen. The shaft was kinked and stretched at 56cm to 68cm from the strain relief. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent dislodged inside the patient and crossing difficulty. A thorough analysis of the returned device could confirm the reported shaft kinked. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).